Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. This information not provided when asked. This information was not provided when asked. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and not implantable

Event description:
It was reported that the patient had a reaction to the oasys anti-snoring device. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. There is no medical/dental history prior to implant. Noted is an allergy to nickel possibly.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. (See attachment) lot# e-pro 4.0 -11336 (erkoloc-pro) was manufactured from october 21, 2019 and was assigned an expiration of october 2024. Supplier (dream systems) did not explicitly review the hardware material lots as requested, however, dream systems did confirm oasys hinges contain nickel. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer stated the device is not available for return. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012523 rev 2.0 (oasys hinge appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, ammonia, peroxide, bleach or water". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient experienced swollen lips around metal part area, corners of mouth were cracking near the arms, and inflammation. Additionally, the patient claims to have no known allergy but possibly nickel. Supplier dreamsystems, some individuals have a metal allergy and the oasys hinge becomes an irritation which contains stainless steel metals. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Glidewell research team and namsa conducted a cytotoxicity test on the stainless steel arms and screws that make up the oasys hinge (rpt-012503 cytotoxicity report: oasys hinge components). The test article extracts showed no evidence of causing cell lysis or toxicity. The test article extracts met the requirements of the test since the grade was less than a grade 2 (mild reactivity).